Manufacturer narrative:
No medwatch form was received. A partial lead with connector pin measuring 19.5cm was returned for analysis. A fracture of the outer coil was noted at 2.2cm from the connector pin, coinsistent with cyclic stress. This is consistent with the observation from the field of noise.

Event description:
It was reported that the patient presented to the emergency department after receiving inappropriate therapies due to lead noise. The lead was capped.